Event description:
It was reported there was lumbar wound separation. It was reported there was intervention of surgical treatment by wound debridement and closure on 2014 (B)(6). It was noted the diagnostic method was examination/palpation on 2014 (B)(6) which confirmed wound separation. The etiology was the incisional site/device tract lumbar site. It was noted it was not related to the device or therapy, and possibly related to the implant procedure. The severity was noted as ¿no symptoms.¿ it was reported, the patient resolved without sequelae on 2014 (B)(6). The pump was used to deliver sufentanil, bupivacaine and clonidine.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).